Event description:
End user reports she had a raised area three weeks ago the size of a pinhead that has now become an ulcerated area the size of a pea.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported having seen a physician and ostomy nurse. She informed that she is now using dermabond for the wound. It was suggested to have the end user use aquacel ag ribbon for exudate and duoderm to cover areas. No additional pt/event details have been provided to date. Should additional info become available a follow -up report will be submitted. Reported to the FDA on (B)(4) 2014.